Manufacturer narrative:
Lot number not provided therefore unable to determine expiration date. Lot number not provided therefore unable to determine manufacture date. No sample has been received for analysis. The 2-year complaint history was reviewed for the product's global sales code mgs. No trends were observed. 3m will continue to monitor.

Event description:
A female customer alleged that her 10 years old daughter had a severe allergic reaction to the 3m¿ transpore¿ surgical tape. Her daughter had a wart infection. She applied an over the counter wart medicine (medication unspecified) to the area before she applied the transpore tape. The tape was applied to her left inner thigh. She used the bandage for 3 consecutive days. The tape was in place for about 16-24 hours and was changed daily. She first noticed the alleged injury on (B)(6) 2021. She alleged the area was red, bubbly and looked like a blister. She treated the areas with a steroid cream (triamcinolone acetonite ointment) that was prescribed by the doctor. The alleged injury is resolving. She reported that her daughter is allergic to hay fever and had a past allergic reaction to latex tape after routine infant immunization. No medical history reported.